Event description:
Reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. In 2005. No pt injury or medical intervention was associated with this incident.